Event description:
During a mammography biopsy procedure using a eviva needle, the performing physician was taking samples, but not enough tissue was being taken out. The physician went to take more samples but not much was being taken out. The physician asked the mammography staff to set up a new needle, during the set up and testing on the new needle, the needle was not performing as it normally does by testing the suction. In attempts to troubleshoot the problem the mammography staff got another machine and set up the second needle and again was not performing as it normally does. After the second needle did not work the mammography staff opened a third needle and began to set up and test that needle. Everything with the third needle went normally with the set up, testing as well as the biopsy. We were able to get more of a tissue sample from the patient. <br/>after the biopsy was done we put in a titanium marker to mark the site of the biopsy. During the dressing of the patient biopsy site the marker fell out. The performing physician did not put in a second marker due to the patient having other landmarks to determine the site of the biopsy. When the patient left the performing physician noticed that the wrong biopsy site marker was used and that it was an ultrasound t3 site marker instead of a stereotactic t3 site marker. The patient did not need any further testing. Pt code: 4582. Device code: 2170. Ref report: mw5181834.